Event description:
In 2008, the leading end of a gore excluder aaa endoprosthesis trunk-ipsilateral leg component was unintentionally implanted above the patient's renal arteries. The patient was converted to open surgical repair. It was reported that the patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.